Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the balloon popped and sprung a leak. Per additional information received from the complainant via email on 20jan2020, only 3-5cc of fluid had been pushed into the balloon when it popped. No pieces were observed to be missing.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned for evaluation. A potential failure mode could be ¿burst balloons¿. A potential root cause for this failure could be "wall thickness too thin". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst.should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use."

Event description:
It was reported that the balloon popped and sprung a leak. Per additional information received from the complainant via email on 20jan2020, only 3-5cc of fluid had been pushed into the balloon when it popped. No pieces were observed to be missing.